Manufacturer narrative:
(B)(4). Follow up for device evaluation it was reported there was a white substance on the black rubber tipped end of the plunger. To aid in the investigation, one sample with no packaging blister was received for evaluation by our quality team. A visual inspection was performed, and the syringe rubber stopper has visible lubricant at the center. No other defects or imperfections were observed. This defect could occur if the silicone was not evenly distributed during the lubrication of the syringe rubber stopper. A device history record review was completed for provided material number 302832, lot 4298951. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the lubrication process was performed, and the settings were correct. The sample will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material #: 302832. Batch #: 4298951. Verbatim: rcc received a complaint via community. Pir attached. While compounding taxol, technician drew back syringe and it was difficult to draw back. Upon inspection, technician noticed a white substance on the black rubber tipped end of the plunger. This syringe has been quarantined. Moments later, technician opened another 30 ml syringe and noticed that this one also had a similar substance on the plunger tip. We have isolated all syringes with this lot number. Both syringes are available for sending back. One has been exposed to hazardous materials and will need a biological safety envelope. It looks like it could be a lubricant of some kind. No patient involvement.